Manufacturer narrative:
(B)(4). The device was received and sent to atricure engineering for analysis, the complaint was confirmed. The magnet cap had failed allowing the magnet to be pulled from the distal end of the fusion device.

Event description:
It was reported that during the procedure the magnetic tip present on the fusion 150, had disconnected from it's top making impossible to reposition the catheter. The magnetic tip didn't fall down into the patient, it had remained connected to the magnetic introducer. The case was completed. There was no patient harm and no delay in case.